Event description:
It was reported that loss of capture, low pacing impedance, and r wave amplitude variation were observed on the right ventricular (rv) lead. Insulation damage was suspected and was confirmed via diagnostic imaging. The device was reprogrammed; the patient was stable and will continue to be monitored. There were no adverse consequences.